Event description:
Reportedly, the patient experienced post operative infection. A culture produced (B)(6). It was stated that the surgical center needed to rule out all possible causes of this infection. In addition, it was reported that there could have been a possible breach in sterile technique, which the surgical center is still investigating. No complications were reported during surgery. Patient is reported to be doing well. The lens was implanted on (B)(6) 2012; however, the specific date the infection was diagnosed was not specified. No additional information was provided.

Manufacturer narrative:
Results of manufacturing record review: the review of the documentation and testing presented in the manufacturing record were found within product specifications. The documentation shows that the production order was manufactured according to specifications. No deviation or nonconformance was generated. Record review included: raw material records, process and/or material changes, environmental and sterilization. Sterilization records: the sterilization record for this lot was reviewed and no deviation was found during the sterilization cycle. The documentation shows the following results: the sterility test completed and no growth certified. Pyrogen test completed and non-pyrogenicity certified. Eo cycle parameter met. Aeration parameters met conclusions: the documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics inc. Has been provided.

Manufacturer narrative:
Intraocular lens (iol). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.